Event description:
It was reported that they were concerned about incorrect temperature sensing foley tray coming from those kits. They put monoplug temperature-sensing foley tray into a molex temperature-sensing foley tray on a couple of foley trays.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.